Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor was experiencing pain from the pocket site radiating lateral to the hip and down the leg. The physician felt that the implantable neurostimulator (ins) might be rubbing on the top of the sacrum. Diagnostics and troubleshooting included manual palpating by the doctor. The ins pocket was revised on (B)(6) 2015 to lower the ins away from the ¿home.¿ it was unknown if the issue was resolved, but post-operatively the patient said it already felt much better.